Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during a surgical procedure at the user facility, there was heat generated at the tip and the white protective sleeve was deformed. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Event description:
It was reported that during a surgical procedure at the user facility, there was heat generated at the tip and the white protective sleeve was deformed. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.